Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during device handling by the user and caused the connecting tube to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the insert part being pressed was confirmed due to the dented connecting tube. Additional non-reportable findings were: the bend angle in the up direction did not meet the specification due to wear of the angle wire, the bending section cover was cut and not waterproof, the distal end was cracked and not waterproof, and electrical connector had corrosion due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope insert part was pressed. The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had peeling coating (more than 1 mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.